Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that the coil was stretched, requiring intervention. A 10mm x 40cm interlock .035 coil was selected for use. During the procedure, the coil was stretched. A snare was used to remove the coil from the patient's body. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the hepatic vessel. A part of the coil was removed. However, it was able to be pushed back in, and the coil remained inside the patient.

Event description:
It was reported that the coil was stretched, requiring intervention. A 10mm x 40cm interlock .035 coil was selected for use. During the procedure, the coil was stretched. A snare was used to remove the coil from the patient's body. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.